Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via telephone call that the down arrow button on the insulin pump did not work well. The customer did not know the blood glucose reading. The customer was trying to suspend the insulin pump when the button anomaly occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was going to be in (B)(6) for three months and was advised that the insulin pump could be replaced.